Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. The other 3 armadas referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that 4 armada percutaneous transluminal angioplasty (pta) catheters, 2 armada 14 pta catheters and 2 armada 18 pta catheters were prepared without issue. The procedure was to treat a severely calcified right superficial femoral artery. The lesion was lasered and ballooning was attempted. Each armada pta catheter was advanced to the lesion and during the first inflation, an attempt was made to reach rated burst pressure (rbp), but each balloon ruptured before reaching rbp. A new armada pta catheter was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.